Event description:
It was reported that during a thr, the inner sterile packaging of a r3 us delta head 32 +4 was shattered. There was no delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3,h6: the device was not returned for evaluation. However, the photographs were reviewed and revealed that the inner tray plastic is cracked. A review made by the quality engineering team revealed that there is no sterile barrier breach as the outer sterile barrier is still intact. This failure mode will be continued to be monitored. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the packaging sequence, the product should be placed in a bag and, then, into the inner tray. The inner tray shall be sealed with a lid and placed into the outer tray. Then, the outer tray is sealed with the lid and placed into the carton. No damage to the packaging materials should be caused while performing these steps. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping, mishandling and/or storage. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.